Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of false automatic mode switch due to noise and low pacing impedance was noted on the atrial lead. During the lead revision, the physician noticed insulation damage on the lead. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures but did find internal shorts at the distal portion due to procedural damage. Visual inspection of the lead did not find any anomalies except procedural damage. The reported events of sensing noise, mode switch, low pacing impedance, and abrasion were not confirmed.